Event description:
The biomedical engineering received a report from the nursing unit that the alaris medley infusion pump was displaying a "system error" message and then immediately shut down while infusing hemodynamically critical medications. The nurses switched the pumps over which resulted in no pt harm. No pt indentification or date of incident accompanied the report to the biomedical engineering department. The device is being returned to the manufacturer.